Manufacturer narrative:
In regard to this complaint, logfiles were provided for review. Based on review of the available information, the age of the handpieces should be checked first. Then, it should be ensured that the needles are correctly placed and free from burs or other defects. If the issue persists, other handpieces should be tried, and a system restart is also recommended. If the problem is still not resolved after these steps, replacing the phaco diathermy module will most likely be necessary. The complaint cannot be further investigated nor confirmed conclusively as no product was returned to d.o.r.c for investigation.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates, however there is an upward trend. Projects have been initiated to improve phaco stability.no corrective or preventive actions will be implemented as a result of this incident. Projects have been initiated on both the phaco module and the phaco handpiece to improve phaco stability.all similar incidents related to the eva nexus surgical system are included in the analysis (nx-ph-needle-notdetected*). Since 2022 more than 320.000 surgeries have been performed with the eva nexus surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during a cataract removal, both in sculpting and quadrant removal, the machine displayed an error indicating that the needle was loose. Different needles and hand pieces were tried, but the issue frequently recurred during the use of phaco power, requiring repeated repriming of the hand piece/needle until the case was completed. No report that actual patient / user harm occurred. However, due to the reported event, surgical procedure was prolonged >30 minutes.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during a cataract removal, both in sculpting and quadrant removal, the machine displayed an error indicating that the needle was loose. Different needles and hand pieces were tried, but the issue frequently recurred during the use of phaco power, requiring repeated repriming of the hand piece/needle until the case was completed no report that actual patient / user harm occurred. However, due to the reported event, surgical procedure was prolonged >30 minutes.

Manufacturer narrative:
In regard to this complaint, logfiles were provided and a phacodiathermy module was provided for investigation. Review of the logfiles confirmed the occurrence of the reported npha001 error message. However, the complaint could not be reproduced during functional inspection, the module worked according to d.o.r.c specifications. Since no issues were detected during testing, it was determined that the reported complaint cannot be attributed to the phacodiathermy module that was provided for investigation. The reported error might have been triggered by a faulty handpiece. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates, however there is an upward trend. Projects have been initiated to improve phaco stability. All similar incidents related to the eva nexus surgical system are included in the analysis (nx-ph-needle-notdetected*). Since 2022 more than 320.000 surgeries have been performed with the eva nexus surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during a cataract removal, both in sculpting and quadrant removal, the machine displayed an error indicating that the needle was loose. Different needles and hand pieces were tried, but the issue frequently recurred during the use of phaco power, requiring repeated repriming of the hand piece/needle until the case was completed no report that actual patient / user harm occurred. However, due to the reported event, surgical procedure was prolonged >30 minutes.